Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient had an infection at the ipg pocket site. Cultures were negative. However, the patient underwent surgical intervention wherein the scs system was explanted. The patient was also treated with oral antibiotics. The patient will follow-up with the physician at a later date.